Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade for evaluation. A device history review(DHR) was performed and all manufacturing specifications were met during the time of manufacture of this product. The blade was analyzed by product engineering where witness marks were observed during this inspection that the blade teeth show signs of wear. The wear shown would suggest that the blade came into contact with metal while cutting. This could not be replicated having completed normal cutting. Witness marks were also observed on the mount of the blade with heavy markings above the full insert line, these markings are indicative of the blade being pushed forward while the blade was cutting. These witness marks are also indicative of the blade being misloaded prior to use. The instruction for use for the saw, contain warnings against aggressive use of the blades, the blades may break. The IFU also contains instructions on how to correctly load a blade to a handpiece.

Event description:
It was reported that during a total knee replacement procedure the blade broke. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient. It was further reported that the event caused a delay of 30 minutes and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure the blade broke. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient. No further information was provided.